Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) was confirmed in the event history log review. The root cause was determined to be a false empty detected and a use error, as the initial drain alarm setting was inappropriately programmed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain alarm at the end of therapy on the homechoice machine (hc). The home patient (hp) stated he turned on the hc tonight and it alarmed. The hp stated he feels no symptoms of increase intra-peritoneal dialysis (iipv) during therapy. The technical service representative (tsr) assisted the hp to review the therapy log. The therapy completed with an initial drain volume of 37ml, initial drain volume set to 0ml, last fill volume of 14ml, total fill volume of 9996ml, total drain of 14805ml, average dwell time of 1:33, average drain time :32, total ultrafiltration of 4808ml, 0 bypasses, no manual drains, and therapy was not changed. The hp stated they did a manual exchange prior to therapy and filled with 2500ml. The hp has manual supplies. High drain/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. The nurse was contacted on (B)(6) 2012. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. There was patient involvement.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. The device was determined to meet functional and electrical performance specification requirements per rite testing. The reported issue of iipv- adult (high drain volume error 101) was confirmed in the log. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported issue. The device was determined to meet specifications relative to the complaint of iipv- adult. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.